Event description:
The customer contact reported the clave secondary port broke off. The tubing set was to be used to deliver an unspecified blood product. The customer contact reported that an unspecified clear solution was noted in the tubing set and the clave secondary port broke off possibly during set up of the device. No specific details were provided. The customer contact reported a delay in therapy of a few seconds; however. There were no reported adverse pt effects. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was torn off. White drag marks were noted on the secondary port of the cassette indicating use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.